Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety - product/procedure: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ deformation observed. ¿ brown particles observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "periprosthetic seroma" and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Event description:
Medical staff reported a seroma and capsular contracture baker grade lv. Ultrasound and biopsy performed. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side "periprosthetic seroma" and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. The events of "seroma-late" and "capsular contracture, baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic seromas"; capsular contracture, baker grade IV.